Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket confirming the reported event. Because the plunger, suture, anterior cuff, and both needles were not returned with the device, the scope of this investigation was limited. There was no needle strike mark observed at the posterior foot to suggest that the posterior needle had struck the foot during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent link detachment at the swage end of the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU), under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirmed that the collar of the plunger was in contact with the body of the device. Contributing factors for needle deflection during deployment include, but are not limited to, 1) manufacturing deficiencies; however, the needle trajectory of every device is checked during manufacturing. 2) anatomical conditions; however, there were no challenging anatomical conditions reported. 3) deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.